Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause is determined to be related to patient condition/non product factors. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 12/22/2010, 12/23/2010, 01/05/2011, 01/07/2011, and 01/10/2011 by phone, fax, and mail. A completed questionnaire has not been received. Additional information received in a follow up phone call with the surgeon on (B)(4) 2011. (B)(4)

Event description:
A purchasing manager reported that two patients had intraocular lenses (iols) that were exchanged due to power calculation error. In a follow up phone call with the surgeon for this file, he reported that this case was not a calculation error. The patient had a history of having had a lasik procedure and had two diopter's of astigmatism from the lasik procedure. The surgeon reported that immediately following the iol implant procedure, the patient's visual acuity was 20/20. The patient gradually became hyperopic and the surgeon elected to exchange the lens. The iol was exchanged for the same model, but different diopter lens. The surgeon reported he is unsure of the cause of the progressive hyperopia, but stated that he does not think it was due to the iol, but it could possibly be due to the cornea changing or the lasik procedure. Additional information has been requested. There are three medical device reports associated with this event. This report is for the second patient, first lens.